Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does show damage to the conductor wire, the insulation was damage. The instrument passed the electrical continuity test. Additional observation related to customer complaint: the instrument was found to have damage of the conductor wire insulation at the yaw pulley due to thermal damage on the yaw pulley. The conductor wires were exposed and frayed. The instrument passed an electrical continuity test. Additional observation related to customer complaint: the instrument was found to have a loose grip cable at the yaw pulley. The root cause of the loose grip cable due to thermal damage on the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the maryland bipolar forceps instrument had a burnt tip. The procedure was continued as planned with no reported injury.